Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated, which revealed corrosion damage in the rotor assembly and bearings. The presence of corrosion on internal components can increase the load current and cause the motor assembly cable to overheat. The rotor assembly, bearings, and motor assembly were replaced, and the drill was returned to the user facility.

Event description:
It was reported that during equipment testing conducted by a manufacturer sales representative, the drill cord heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.